Event description:
The customer's father reported that he believes the cannula pulled out from the infusion site and that the smell of insulin was present.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.